Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air gap in the luer lock. The customer's blood glucose level was 300 mg/dl and it was addressed with a bolus. The contact changed the cartridge, site, and tubing successfully with no air bubbles.